Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Per package insert, this type of event is a known adverse risk of the tka procedure. However, without the opportunity to examine the complaint product, root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen articular surface with hinge post extension screw enclosed #00588006014 lot #63238197 unknown nexgen rotating hinge knee tibial tray. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06907. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately 3 months post initial surgery due to dislocation of the hinge post and pain. It was discovered at the revision that the hinge post and the hinge showed stripped threads.